Event description:
The patient contacted animas on (B)(6) 2012 stating that the down arrow keypad button was unresponsive. The patient denied any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): the audio bolus button was noted to be torn and had intermittent response. On testing, the ok button was unresponsive. The remainder of the keypad buttons were normally responsive. The keypad cover was removed for investigation and revealed contamination under the contacts of the up arrow, ok and contrast buttons. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.